Event description:
Device evaluation was completed for the suspect device.

Event description:
The suspect device was received for analysis. No other relevant information has been received to date.

Event description:
It was reported that the patient passed away no cause of death was provided. Response was received from the funeral home. The cause of death is currently pending review from the medical examiner. The vns was explanted and a return kit was provided to process the return; the device has not been received to date. The medical examiner's office also responded and stated that the autopsy report has not been completed to date. Response was received from the physician's office. The patient's other diseases included cognitive delay, insomnia, and mood disorder. The patient's response from vns therapy was a reduction in seizures and the patient was receiving therapy at time of death. The patient had a history of nocturnal seizures and used anti-epileptic medication. Per the physician, the cause of death is unknown. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.